Manufacturer narrative:
The device remains implanted. The device is expected to be explanted and returned for analysis. This report will be updated at that time.

Event description:
It was reported during on going use, the battery was showing premature depletion. Technical services was contacted to investigate the longevity of the battery, and premature depletion was confirmed. Device replacement is recommended. Currently the device remains implanted. No adverse effects were reported.

Event description:
It was reported that the device was showing premature depletion. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion. A technical services consultant recommended replacement due to this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.